Event description:
It was reported that the pt's device went dead in 5 weeks after implantation and was displaying the end-of-life message. Further info was requested.

Manufacturer narrative:
(B)(4).